Event description:
During a coronary artery bypass procedure, after making an aorototomy with the aortic punch, the quality of the aortotomy was poor. The aorototomy was long and oblong. During the middle of the case, the field became bloody. The surgeon then decided to use a side biter clamp to complete the anastomosis. No further info regarding the case is available.